Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 29mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 9 years, 5 months due to stenosis and regurgitation. The patient presented with heart failure. Tmvr was completed with a 29mm 9755rsl transcatheter valve and patient tolerated procedure well. Per clinical perspective, it was believed the valve may have failed secondary to endocarditis.

Manufacturer narrative:
Updated sections: b4, b5, g3, g6, h2, h6 (clinical code, device code, and type of investigation). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a 29mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 9 years, 5 months due to endocarditis with stenosis and regurgitation. The patient presented with heart failure. Tmvr was completed with a 29mm 9755rsl transcatheter valve and patient tolerated procedure well. Per information received, onset date appears to be around (B)(6) 2024. Patient was treated with 6 weeks of IV antibiotics followed by oral suppressive therapy procedure was completed.